Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during "posterior lumbar interbody fusion" procedure, the duraseal dural sealant system 5ml us box of 5 (202050) solution leaked out and could not be used while being injected into the powder vial. The problem occurred during the process of diluting the powder and solution and did not come in contact with the patient. Surgery was delayed for the moment, but it was successfully completed due to the replacement.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. Duraseal dural sealant system 5ml us box of 5 (202050) was not returned for analysis and the investigation could not confirm the complaint. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the fmea, potential causes of failure include: issues with performance. The risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.